Event description:
Per the clinic, the patient experienced poor performance with the device due to head trauma. The patient also experienced an extrusion of the electrode lead into the external auditory canal. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device (specific date not reported). Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient experienced migration of the electrode array. Correction: the initial MDR submitted on extrusion was filed inadvertently. No extrusion has occured. Device analysis report attached.